Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent blood glucose level of 300 to 600 mg/dl. The elevated bg was addressed by a correction bolus via the pump and correction injection via manual insulin therapy. No third-party assistance was required. To resolve the issue the customer changed the infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.